Event description:
It was reported the patient developed a pocket infection and the pocket was revised. In addition it was reported on interrogation the atrial lead was possibly dislodged, there was high output and phrenic nerve stimulation. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.